Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited loss of capture (loc). The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced without incident. No adverse patient effects were reported.

Event description:
.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual observation noted dried blood/body fluid in the lumen and a cut in the insulation at 796 millimeters (mm) from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the lead was electronically within specifications.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.